Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. 510k: k200972. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The customer [physician] prepared the instrument as usual and after inserting the catheter into the working channel he wanted to release [spray] powder. Instead of the powder escaping at the tip of the catheter, there was a crack and the cartridge shot through the handle. The procedure was completed with another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in the tray and lid from the lot number provided in the report. The label matches the product returned. An evaluation was performed with the picture provided. The photo shows a portion of the device on top of the packaging. The lot number & rpn on the packaging match the report. The bottom of the activation knob has a round piece missing, the co2 cartridge is not visible within the activation knob. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "on" position. There was one catheter returned with powder on the catheter and the hemo device. The red activation knob was engaged in the handle. A round portion of the activation knob had broken from the bottom of the activation knob. The broken piece of the activation knob was not included with the returned device. The co2 cartridge was not returned. The lance/internal regulator components were not inside the handle and were missing/not returned. The activation knob was measured and was within specification. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The iqc quality inspection records and associated testing data was reviewed and no anomalies were detected. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use state, "do not over rotate the knob as this could damage the device." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.